Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specification. Additionally, the returned unit passed functional testing. No abnormalities were noted with the device riveting and welding. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the forceps were difficult to open and close while attempting to retrieve a biopsy specimen. The forceps were closed and became stuck on the tissue, subsequently leaving a large defect. It is unknown if a sample was retrieved. Additionally it was noted that no medical intervention was required to treat the defect. There was no information available from the account regarding how the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) (device stuck on tissue).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, during the procedure the forceps were difficult to open and close while attempting to retrieve a biopsy specimen. The forceps were closed and became stuck on the tissue, subsequently leaving a large defect. It is unknown if a sample was retrieved. Additionally it was noted that no medical intervention was required to treat the defect. There was no information available from the account regarding how the procedure was completed. There were no patient complications reported as a result of this event.